Event description:
It was stated that the customer was taken to the hospital after experiencing several no delivery alarms. No blood glucose reading was reported. The infusion set was changed during the hospital stay and the no delivery alarms did not return. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.